Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that the insulin pump alarm battery out limit. Customer's blood glucose at time of incident was 106 mg/dl. The customer stated the pump alarm during normal use. It was explained to customer that the alarm during normal use may indicate a loose battery cap. The customer was to clear and the alarm with esc and act. The customer was advised that we will send a replacement battery cap. The customer was advised to monitor pump.